Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with symptom of presyncope. The patient's rhythm was in atrial flutter and the device appeared to be blanking some of the atrial events, preventing mode switching. The device was reprogrammed which resolved the undersensing issues. The patient was in good condition and would continue to be monitored. Call and will continue to be followed normally.